Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, nurses in the head and neck oncology ward reported that the delivery sheath of the peripherally cannulated central venous catheter kit and accessories was soft and deformed, resulting in the failure of the PICC central venous puncture operation, and the condition did not continue after a new set of catheters was replaced." No other information was provided.